Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they hadn¿t been able to give themselves a bolus since friday. The patient stated that they started trying to use the ptm (personal therapy manager) again on friday, but it hadn¿t worked since then. Per the patient, they hadn¿t been using the ptm in quite some time, probably since december or january, because they were on flex dosing, but they had some adjustments done at the doctor¿s office on friday. The patient clarified that the issue was that when connecting, the percentage got to 90% and would sit there for 2-3 minutes and then it said ¿ptm not working,' later stated 'myptm is not responding,' which the agent understood as the 'myptm app is not responding, close app or wait' message. When agent inquired about the event date, the patient stated, 'it's been doing it ever since I got it - when it was brand new - it started right out of the box sitting at 90% for like 2 minutes at least,' and did not provide further information. The patient stated that usually it had taken them about 3 minutes to connect to the pump. While on the call, the patient was able to successfully connect to their pump with a 90% telemetry delay. The patient stated this was the first time they were able to connect through since friday. The patient stated they saw an expected 12 minute lockout because 'she just reset my pump on friday,' which the agent understood as a physician bolus. The agent assisted the patient in clearing data from the myptm app. The patient then reconnected to the pump on their own and stated that the connection was very fast without any delay. The patient was going to monitor and call back if the issue persisted.